Event description:
It was reported that, after a cori-assisted total knee arthroplasty was performed on (B)(6) 2022, the patient experienced a femur fracture near cori pin insertion site. This adverse event was treated by performing an additional surgery on (B)(6) 2022, in which none of the devices was explanted. The fracture, which occurred only on the patient¿s femur, was fixed with competitor¿s nail. The femoral component did not break. The only cause of the mentioned additional surgery was determined to be the femur fracture. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a cori-assisted total knee arthroplasty was performed on (B)(6) 2022, the patient experienced a femur fracture near cori pin insertion site. This adverse event was treated with an additional surgery on (B)(6) 2022. The femur fracture was fixed with competitor¿s nail. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.